Event description:
Procedure type: lobectomy. According to the reporter: fired ta to a lobe bronchus. Cut the tissue, but could not remove the device because staples stuck to the tissue. Cut the tissue around the staples, removed the device and oversewed there. Operating time extended was less than 30 min. Nothing fell into the cavity and there was no bleeding. No pt injury was reported.